Event description:
The customer reported that quality control (qc) results were out of range for both the modular chemistry (mc) and cartridge chemistry (cc) side of the unicel dxc 800 synchron system. The customer observed a leaking sample probe but could not determine the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the sample probe and wash collar solenoid valve to resolve the leak. The fse performed alignments for the sample probe and verified the repair as per established procedures. (B)(4).